Manufacturer narrative:
Additional information: on (B)(6) 2016, the initial reporter provided the following information: "the needle used would have been made by exel. It was a hypodermic needle size 30g. The model is 30gx1/2¿. Device evaluation: results: one used sample was returned fo evaluation. A visual inspection revealed the safety mechanism activated and and unknown medication inside the syringe barrel. The plunger rod was damaged/bent. The needle attached to the syringe was not a bd manufactured device. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 6175629. Conclusion: an absolute root cause for this incident cannot be determined. Bd was able to visually confirm a bend in the plunger rod, but there was no evidence of a safety mechanism failure and the needle that stuck the nurse was not manufactured by bd.

Event description:
On (B)(6) 2016, the initial reporter provided the following information: "the needle used would have been made by exel. It was a hypodermic needle size 30g. The model is 30gx1/2.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 3 ml bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip broke during use and a nurse obtained a contaminated needle stick injury. The nurse received post exposure lab work, the test results were negative, and repeat lab work will be done in six months.